Event description:
Report rec'd from the USA stating that the device was running hot while in the surgeons hand during an ent (ear, nose and throat) procedure. No injuries or medical intervention were reported to have occurred. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).